Manufacturer narrative:
Product analysis # (B)(4): (B)(6) / thu jul 11 2019 06:53:33 gmt-0500 central daylight time. Analysis summary for (B)(4) analysis transaction ID#: (B)(4), model#: addr01, serial/lot#: (B)(4); methodology and techniques: the actual product involved in the event was evaluated. Electrical tests were performed. Mechanical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: device - preliminary analysis. Results of analysis: based on analysis, it was determined that the product met specification. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- 2019-07-11 06:53:27 (B)(4) product ID# addr01; the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Product ID: 5068-58, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product ID: 5568-45, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to infection. No further patient complications have been reported as a result of this event.